Manufacturer narrative:
(B)(4).

Event description:
This css console was not supporting a patient. The customer reported that the monitoring laptop computer on the css console failed to boot up and the screen displayed an error message. The css console was returned to syncardia for evaluation. The root cause of the reported issue was a malfunction of the hard disk drive. This hard disk drive exhibited the same failure mode as previously-investigated computer hard disk drives. No evaluation of the hard disk drive will be conducted because the hard drive exhibited the same failure mode as previously-investigated computer hard drives. Previous investigations determined that the physical condition of the media in the hard disk drive degraded. An electronic failure of the hard drive disk damaged the read/write head(s), ultimately leading to laptop malfunction. After replacement of the hard disk drive, the css console was tested and passed the console test validation protocol. The observed failure mode poses a low risk to a patient because it would not prevent the css console from performing its life-sustaining functions. The computer and its operating system are used solely as a monitoring device and do not control the functionality of the css console. This issue will continue to monitored and trended as part of he customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file.

Event description:
This css console was not supporting a patient. The customer reported that the monitoring laptop computer on the css console failed to boot up and the screen displayed an error message. This alleged failure mode poses a low risk to a patient because the issue was observed when the css console was not supporting a patient. In addition, it would not prevent the css console from performing its life-sustaining functions. The computer is a monitoring device only and does not control css console functionality. The css is returning to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.